Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the tip fell off of the suction irrigator. A backup item of the same type was used, and the procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting the suction irrigator instrument tip fell off, an investigation is in progress to determine the cause of this reported event. Failure analysis investigations confirmed the customer reported complaint of "irrigator tip fell off". The instrument was found to have the distal cap and inner lumen assembly no longer attached to the distal end of the instrument. The distal end cap piece, approximately 0.45" x 0.31" was not returned. The inner lumen assembly piece, approximately 0.65" x 0.25", was not returned. Root cause is typically associated with mishandling/misuse. Additional observation: the snake wrist was found to be dislodged. The root cause is typically associated with mishandling/misuse. Review of the provided image is consistent with the alleged complaint.